Event description:
Major pump unit(s) involved: blood pump. Additional text: multiple speed decreases below the low speed operation. Specific component(s) involved: driveline malfunction. Additional text: possibly still same grounding issue. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : switched patient cable with a specific one. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction